Event description:
A 2.25 mm diameter x 18 mm length endeavor resolute drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an om lesion. Vessel morphology was reported as moderately tortuous with 70% stenosis and little calcification. The lesion was pre-dilated once with a 1.5 balloon to 16 atms. The endeavor resolute drug-eluting stent delivery system was inserted; however, was unable to cross the lesion and was pulled back. Upon removal of the delivery system, it was noted that the stent had dislodged. The un-deployed stent was located in the cx/om bifurcation where it was crushed into the vessel wall using 4 stents. No additional clinical sequelae were reported. The patients condition is unknown. It was reported that the stent could not pass, which indicates that the pre-dilation may not have been sufficiently effective in opening up the stenosis to allow passage of the stent.

Manufacturer narrative:
Evaluation results: (moderately tortuous with 70% stenosis). (Stent dislodgement). Other (secondary intervention).